Event description:
Meter was prompting the error 4 message. The pt was unable to obtain a result on the reported meter. The data and time pt last tested with the meter were not provided. Pt was feeling shaky at the time of concern. A medical professional treated pt; however, pt was unable/unwilling to answer what treatment received. Results obtained by the medical professional were not provided. "Because pt was unable to test, pt developed a kidney infection". No further info was provided regarding the pt's "kidney infection." There is sufficient info to indicate that the pt experienced injury or medical intervention due to the product. The ccr walked the pt through retesting with the meter and the error 4 message appeared. The meter, test strips, and control solution were replaced.